Event description:
During inflation the balloon ruptured and subsequently split in half at nominal atm of 8. Removal of the device was attempted but resulted in a portion of the balloon remaining in the pt. Attempts were made to snare the remainder and were finally successful. No injury to pt reported.